Event description:
It was reported that patient underwent a reimplant procedure of his ambicor penile prosthesis (app) with dr. (B)(6) at (B)(6) hospital in (B)(6). Dr. (B)(6) states that he implanted patient with an ambicor penile prosthesis in (B)(6) of 2019 at same hospital, and that patient developed an infection/sepsis, and prosthesis had to be removed in (B)(6) of 2019. Lot numbers were not able to be located in hospital records. Patient was implanted with a tactra device. No adverse patient effects. It is unknown what happened to the ambicor prosthesis, but it is believed it was discarded.